Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy (without lymphadenectomy) surgical procedure, the 8mm prograsp forceps instrument had limited motion. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws were not stuck shut. There are no photographic images or video recordings of the procedure available for intuitive surgical (is) review. The instrument is available for return to is for evaluation and has been sent.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis was attached to the main tube. Additionally, the instrument was found to have a broken main tube at the distal tip. A piece measuring approximately 1.10 mm x 1.30 mm was missing and not returned. Components adjacent to this broken main tube did not show damage. As a result of the broken main tube, functional testing for motion-related issues cannot be performed.